Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call, customer was having issues with two sensors. Customer inserted the sensor and both didn't connect properly and when they were removed customer noticed the electrode appeared to be missing. Customer's blood glucose was unknown. Customer's father isn't returning the two sensors for analysis.